Event description:
The customer reported obtaining a negatively biased reuslt for a hbsag positive control. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.